Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemoro was non-sterile. A replacement device was used to complete the procedure. No patient involvement.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemoro was non-sterile. A replacement device was used to complete the procedure. No patient involvement. Additional information: ¿the device wasn¿t in a peel pack wrap.¿

Manufacturer narrative:
Event update: additional information: ¿the device wasn¿t in a peel pack wrap.¿ internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for investigation. The sterile plastic barrier was not returned with the device, yet the device was only returned within the plastic tray. Signs of clinical use was observed. There was no blood detected anywhere on the devices. All of the components for the hp device were returned within the original plastic casing. There were no visual defects detected. Based on the returned condition of device, the reported failure "packaging issue" is not confirmed.